Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report a rash at the site of the adhesive on (B)(6) 2013. Patient saw a dermatologist for the rash on (B)(6) 2013.at the time of contact with dexcom technical support, patient's parent reported that patient was not wearing the sensor so the rash could heal.